Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer's blood glucose level. Customer received assistance from cts to reset the pump, and the malfunction code did not recur after the reset. Customer was advised to continue using the pump and to call back if any further issues arise.